Manufacturer narrative:
Review of post-operative x-rays confirms the anterior cervical construct was implanted across two levels using the waveform c interbody and shoreline acs no-profile plate systems. Imaging indicates the shoreline acs no-profile locking cover appears disengaged or not fully seated in one of the waveform c interbody devices. All other components, including screws and interbody cages, appear intact, with no evidence of fracture, migration, or loosening. No details regarding revision surgery have been provided. The product remains implanted and was not returned for evaluation. Additionally, no lot number was provided; therefore a review of the device history record could not be conducted. The cause of the locking cover migration is undetermined. Review of labeling: possible adverse events. Bending, disassembly, or fracture of implant and components. Loosening of spinal fixation implants may occur due to inadequate initial fixation, latent infection, and/or premature loading, possibly resulting in bone erosion, migration, or pain.

Event description:
A patient underwent anterior cervical discectomy fusion (acdf) spine surgery on (B)(6) 2025 utilizing seaspine/orthofix's waveform c and shoreline acs systems. On (B)(6) 2025, seaspine/orthofix was notified that the shoreline acs no-profile locking cover had prematurely disengaged from the waveform c no-profile interbody construct.